Event description:
It was reported that pink particulate matter was observed inside the connector loop of an interlink administration set. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was (B)(4)conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.